Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "radial folds", " minimal amount of adjacent liquid", "capsular contracture", " oval and circumscribed nodule", "feels some twinges", and "learned about the recall". The following are not considered device related: "fibrocystic changes","menopause" and" mild depressive episode" . Device has not been explanted on right side.